Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope presented a slice on the light cable. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on distal frame, dents on outer tube, dent on outer tube, cracked video connector, moisture under objective lens cover glass, debris under objective lens cover glass, loose light guide adaptor, no image, and corroded window. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a cut in the light guide cable, fiber breakage was identified. Image transmission was lost due to the broken objective lens cover glass. Additionally, for broken and corroded window, dents on the distal frame, debris and moisture beneath the objective lens cover glass, dents and bends in the outer tube, a loose light guide adaptor, and cracks on the front and back of the video connector, a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.